Event description:
It was initially reported that the hand piece used in conjunction with this side fire tip overheated during a procedure, which was initially determined to not be reportable. However, during the investigation, it was determined that this single-use side fire tip was resterilized prior to its initial use, as provided by the user facility on (B)(4) 2012. Therefore, a decision to report was made based on this new information.

Manufacturer narrative:
(B)(4)